Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the display could not be operated during use; the selected operating screen flickered and responded slowly. The device was subsequently replaced and forwarded to dräger service.